Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16, with no notable events occurring beforehand and no backup insulin therapy available at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider for backup therapy, and technical support arranged shipment of replacement pump.